Event description:
Information was received from the nurse practitioner that reported the death that the patient had a seizure and died. She had no other information. Based on the limited available information about the patient¿s death, an internal classification has determined that the death may be possible sudep. Review of in-house programming history revealed no anomalies related to the patient¿s device. The last system diagnostics was from 04/24/2013 and results were within normal limits.

Event description:
It was reported that the vns patient passed away. The cause of death is unknown. The relationship of the death to vns is unknown. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Review of the available programming and diagnostic history.